Event description:
Customer reported an issue with an alarm 2 occurrence. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer through a series of corrective actions, including disconnecting and tightening tubing, delivering boluses, and replacing supplies as necessary to address the occlusion alarm. The resolution involved replacing supplies and resuming insulin therapy, with a follow-up requested for further assistance if needed.